Manufacturer narrative:
Additional device product code: hrs. Screw broke during insertion and part of the screw remained in patient¿s body. Screw is not considered fully implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Patient code (B)(4) used to capture additional medical/surgical intervention required: it was reported that the screw broke intraoperatively. The broken fragment was retained in the patient. The procedure was completed with a reported surgical delay of less than 30 minutes. Review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent open reduction internal fixation (orif) surgery for the second metacarpal shaft fracture. The surgeon used variable angle (va) locking plate and va locking screws during procedure. When the surgeon was inserting the screw into the bone shaft, the screw broke and the screw shaft was left inside the patient¿s body. Then, the surgeon removed all screws that had been already inserted before the screw in question and the broken screw shaft could be removed from the patient. The surgery was successfully completed by inserting screws again. Surgery was delayed by less than 30 minutes. There was no adverse consequence to the patient. Concomitant device reported: screws (part# unknown, lot# unknown, quantity# unknown); variable angle locking plate 12 holes (part# unknown, lot# unknown, quantity# 1). This report is for one (1) 1.5mm ti variable angle (va) locking screw 12mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 04.130.212s; lot: l757682; manufacturing site: grenchen; release to warehouse date: february 07, 2018; expiry date: february 01, 2028. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The raw material was confirmed to be correct per the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection: investigation site: (B)(6); selected flow: 5. Broken. Visual inspection: the received screw was found broken. Furthermore, there are several mechanical damages visible on the surfaces. The screw is broken between the screw head and the screw shaft. The hexagonal screw recess is intact. Dimensional inspection: the relevant features are heavy damaged in a manner which prevents accurate measurement of the features. The damages are clearly caused post manufacturing. Document/ specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Material review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Summary: our investigation has shown that the complaint condition is confirmed. Because of the damage, it is not possible to measure the relevant dimension. This damage is clearly caused post manufacturing. We are not able to determine the exact cause of this occurrence due to missing detailed clinical information. We suppose that a mechanical overload situation during use could lead to the breakage. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.